Manufacturer narrative:
Product was released for commercial distribution following the release testing criteria for heparin lock flush solution, usp monograph. This lot was recalled due to over sulfated chondroitin sulfate (oscs) contamination of heparin sodium,. Recall number z-1543/1545-2008. The side effects of oscs are; nausea, vomiting and shortness of breath. Pts feeling the symptoms detailed above following administration of heparin i.v. Recall has been completed and closed as acknowledged by FDA on letter date april 15, 2010.

Event description:
Received a letter from baxter healthcare via us mail on 8/16/2010 regarding MDR 142398220100001 initiated by pt's attorney with a "date of event" of (B)(6) 2008 and a "date of report" of 08/05/2010. The filed MDR provided the following event info: in (B)(6) 2008, the pt was administered heparin sodium intravenously (dose, concentration, vial size, and lot number not reported) during a right ankle surgery. From (B)(6) 2008, the pt was also administered 10 units/ml heparin IV flush in a 5 ml in 6 ml syringe, lot number h08113, ndc number (B)(4). On (B)(6) 2008, the pt developed shortness of breath, nausea, vomiting, and chest pain. The pt was treated in the ICU with antibiotics. Action with the heparin therapy was reported. Event resolved in about 3 to 4 weeks. The rptr believed all events were related to heparin sodium therapy.